Event description:
It was reported by the rep that this 512sd was collected along with ees#(82934, 83118, 83119, 83120, 83121, 83122, 83123, 83125 & 83126) by the hosp. The gasket is torn and there was no consequence to the pt. No further details.